Manufacturer narrative:
H3/h6: from the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Potential adverse events in the instructions for use (IFU) with the tablo system includes, but are not limited to, other, more serious, complications arising from dialysis, such as hemorrhage, air embolism, acidosis, alkalosis or hemolysis, can cause serious patient injury or death. Tablo user manual has the following warning: check all bloodlines for leaks after the treatment has started. Keep access sites uncovered and monitored. Improper bloodline connections or needle dislodgements can result in excessive blood loss, serious injury, and death. Machine alarms may not occur in every blood loss situation. Outset field support engineer (fse) was dispatched to the customer site to further investigate the reported issue. Fse reviewed site system logs with a procedure date of (B)(6) 2025 and verified that console is operating normally, there was no issue found on internal or external parts of tablo. Investigation concludes that the dialyzer popped during treatment due to clotting. No blood was evident on the cartridge side of the device. Investigation also found that blood leaks origin appears to have been caused by a loose connection between the venous bloodline and the bottom of the dialyzer. The machine was stationed at the wall side of the bed, opposite from where the nurse was stationed monitoring the patient. An optiflux 160 dialyzer was utilized. A review of production records for this serial number did not note any related manufacturing nonconformances that would contribute to this event.

Event description:
It was reported that there was a blood leak during treatment. The following details were provided. This was an intermittent hemodialysis (ihd) treatment taking place at the bedside in the ICU. The patient lost approximately 500 ml - 600 ml of blood, systolic pressure dropped from 80 to 50 and treatment was rescheduled. Patient was stable. Following treatment, the patient was administered two units of blood.